Event description:
The customer reported that the back panel of their pump in style transformer was broken.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer on (B)(6) 2013, the customer reported that the back of the transformer housing was not only broken, but that it came completely off the transformer, exposing the underlying electronics. The customer also reported that the product had been shipped back to medela. However, as of the date of this report the product has not been received. Should the original product be received, resulting in new, changed or corrective information, a follow up report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.